Event description:
It was reported that during routine incoming inspection of a loaner set, the sfx torque handle was found to be out of drawing specification. Torque tested low (57.5 with a drawing specification of 58.5-71.5). There was no known patient involvement. This report is for a expedium sfx cross connector system torque handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred at an unknown date in 2022. Initial reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.